Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open spinal laminectomy, the suture would not slide down to the tissue. Surgeons had to cut out multiple sutures and re-sutured with another product. In addition, the needles were bending during skin closure while using interrupted suture technique. There was no patient injury.